Event description:
On (B)(6) 2022, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a non-penumbra aspiration catheter and a non-penumbra stent retriever. Four passes were completed and a mtici 2b was achieved. Post procedure, on (B)(6) 2022, CT scan showed an intraparenchymal hemorrhage within left basal ganglia. Hemorrhage was stable through subsequent scans and fully resorbed by scan on (B)(6) 2022. Through hospitalization, patient had swallowing difficulties that required an ng tube and resulted in aspiration pna. The cause of this swallowing dysfunction was infarct versus hemorrhage. It was reported that hemorrhage was resolved with clinical sequelae on (B)(6) 2022. The new hemorrhage post-procedure was reported to be an adverse event with a possible relationship to the penumbra system, index procedure and definite relationship to the index stroke.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Intracranial hemorrhage is included as a possible complication in the instructions for use (IFU) for the penumbra system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.